Event description:
This event is an improvement recommendation for this product's packaging. Situation: registered nurse (rn) noted that right pleur-evac sahara water chamber was empty. Background: the right pleur-evac sahara was changed, however that nurse forgot to instill water in to water chamber. Assessment: the water syringe that comes in a kit was found still attached to the back. Resolution: remind nurses about pleur-evac sahara up and safety checks. Leadership and patient safety have reviewed event and will make request and notify to medsun and manufacturer to change packaging - having syringe in front of set up (if possible). The water seal chamber of the pleur-evac was not filled and remained empty for the first 48 hours of use. The syringe to fill the water seal chamber on the pleur-evac is located in a hidden spot on the back of the pleur-evac. This is a repeat event and would appreciate the syringe being attached to the front of the pleur-evac to ensure the person setting up the pleur-evac sees the syringe and is reminded to add the water to the water seal chamber.